Event description:
The patient was surgically revised eight months and 16 months post-implantation because of a severe tissue reaction to the implant. The patient was explanted in 2003 due to the unresolving problem.